Event description:
A (B)(6) old man underwent a spinal fusion procedure. The device allegedly swelled, displaced, and overlapped overnight, causing cauda equina compression, requiring a revision surgery. No attempt was made by the surgeon to further clarify this issue despite multiple attempts for information made by the company's personnel including e-mails and phone calls. The physician also made no effort to meet with the company's (B)(4) when he was in the (B)(4) despite being given the opportunity. The physician originally stated, the man had "improved but not fully recovered" as of the date of this report. The company's (B)(4) made a medical judgment stating that other factors are likely involved such as an unknown significant bleeding. However, it is impossible to discern this without contact from the physician. It should be noted that this event occurred in the (B)(4).

Manufacturer narrative:
The device, when prepared as indicated in the instructions for use exhibits minimal swelling which is visible before use in surgery. Results: no testing methods performed.